Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the capture management was not working consistently on the right ventricular (rv) lead. The clinician was going to turn off the feature. The device remains in use. No patient complications have been reported as a result of this event.